Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup operation mode with multiple bits flipped. The product code was reloaded; thermal and mechanical testing did not cause the backup operation to reccur.

Event description:
It was reported that the pulse generator was in backup mode. The device was explanted and replaced.